Event description:
The hosp reported that during the coronary artery bypass procedure, two heartstring seals misfired. The hosp did not provide any add'l info. No pt complications were reported by the hosp. Failure analysis performed in 2004 showed that the seals did not deploy. This is a reportable malfunction.